Event description:
The customer stated that she woke up with a blood glucose reading of 36 mg/dl and was hospitalized. The customer stated that she programmed a bolus of 20 units without realizing it. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.